Event description:
(B) (4). Same case as 2134265-2010-02058. It was reported that during a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis and was 20 mm long with a 6.0 mm reference vessel diameter. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 30%. The patient was discharged 2 days later. During the index procedure, the patient developed hypotension. The patient was treated with medication and the event was considered resolved without residual effects.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).